Event description:
It was reported that during an implant attempt, an x-ray showed the lead had a fracture on the proximal tip and the conductor of the lead was deformed and damaged. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood on the tip electrode.